Event description:
Ous MDR - after an implantation period of approx. 5 months oversensing was reported. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, a bent df4 connector pin was detected. For that reason, no mechanical analysis could be performed. The inspection also found cuts in the insulation. Blood had entered the lead at that site. These damages occurred with high probability during the explantation process. The analysis did not show any other deviations that could be related to the clinical complaint. Especially the electrical analysis did not show any irregularities. X-ray images or diagnostic images of any other kind that could provide information on a changed position of the lead were not available for analysis. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.